Event description:
Per the clinic, the patient experienced redness, infection and necrosis at the implant site. The patient was treated with oral antibiotics (specific date and duration not reported). The device was subsequently explanted under general anesthesia on (B)(6) 2025 and reimplantation is planned but had not taken place at the time of this report.